Manufacturer narrative:
Follow up 03/25/2016 - device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming testing with a low pulse energy. Upon evaluation, the u728 component was internally shorted which shorted the +5v wire to ground on the dn pca (B)(4). The cause of the incoming test failure is the shorted u728 component. A root cause investigation is underway. An internal corrective action has been initiated. There is no indication that the shorted component caused or contributed to the patient's death. The lifevest delivered a full energy 150j pulse while in use in the field. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not yet been returned from the field. An evaluation of the downloaded software flag files on the day of the event was performed to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 03/08/2012; electrode belt: 07/21/2011.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest. The patient's daughter reportedly found the patient unconscious on the couch. The lifevest was alarming. The patient's daughter reported that she took the lifevest off and noticed gel on the patient. She began resuscitation efforts and contacted ems. Review of the event indicates that the patient experienced vt at 200bpm at 09:53:01. The patient pressed the response buttons and a non-treatable rhythm was declared at 09:53:37. At 10:04:53 the patient entered into vf for approximately 28 seconds before a non-treatable rhythm was again declared. Vf was again detected at 10:06:29 and the lifevest delivered one 150j shock at 10:07:46. The rhythm after the event was asystole for approximately 17 seconds which transitioned first to an idioventricular rhythm at 60bpm and degraded back to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not yet been returned from the field. An evaluation of the downloaded software flag files on the day of the event was performed to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 03/08/2012; electrode belt: 07/21/2011.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest. The patient's daughter reportedly found the patient unconscious on the couch. The lifevest was alarming. The patient's daughter reported that she took the lifevest off and noticed gel on the patient. She began resuscitation efforts and contacted ems. Review of the event indicates that the patient experienced vt at 200bpm at 09:53:01. The patient pressed the response buttons and a non-treatable rhythm was declared at 09:53:37. At 10:04:53 the patient entered into vf for approximately 28 seconds before a non-treatable rhythm was again declared. Vf was again detected at 10:06:29 and the lifevest delivered one 150j shock at 10:07:46. The rhythm after the event was asystole for approximately 17 seconds which transitioned first to an idioventricular rhythm at 60bpm and degraded back to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.